Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. During a concomitant procedure a farawave catheter was selected for use. However, a pericardial effusion was observed. The effusion was tapped and the patient stayed overnight for monitoring. The procedure was cancelled. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed.